Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt anastomosis in the moderately tortuous and moderately calcified forearm vessel. An 8.0 x 40, 75cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated at 20 atmospheres on the first inflation and at 22 atmospheres on the second inflation. On the third inflation for 22 seconds, the balloon ruptured at 22 atmospheres. The device was completely removed from the patient and the procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).